Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing similar reportable events for the barimaxx family range, we have not been able to find any fault with the similar fault descriptions compared to the situation investigated here: facility staff being pinned by the device. There is no trend observed for reportable complaints with this failure for barimaxx family bed. Based on the information collected to date and the inspection of the device, it would appear that the event was related with the use error. The device involved in the event was inspected by an arjohuntleigh representative who managed to establish that all the device's functions were working correctly. The device passed its quality control check without any issue. It has been mentioned that the staff member driving the device was unfamiliar with the controls and was bending down at the footboard as he drove forward. One of the device features is a power drive system - it is designed to assist transport of the barimaxx ii bed. The power drive unit is positioned under the bed and mounted to the bed frame. Two control posts are located at the head end of the bed with control grips mounted at top of each post - right and left. The control grips contain the run switch and accelerator switch which controls transport speed. Review of the device labeling (quick reference guide #310971-ah rev. B) which was delivered to the facility together with the device, shows that it includes information on how to properly operate the driving system: select driving direction by using the direction speed indicator switch on the inside of the right control post (press left once for slow forward, left twice for fast forward, right once for reverse). To move the bed, press and hold the run switch on the back of the left control post, then gently depress the accelerator switch on the right control post to begin moving. To brake, release either the run switch or the accelerator switch. To steer while moving the bed, release both the run switch and accelerator switch and run the bed. In one of the sections of the quick reference guide supplied with the product, safety information, there is also a note that all sections of this document shall be reviewed prior use of the product. In order to avoid trapping people, it should be ensured that there is a space to operate before starting moving the bed. Caution shall be taken in the crowded area to prevent trapping a patient or caretaker between be frame and wall, furniture, equipment or other objects. The facility, at the time of raising the issue, requested also the training for everyone who uses the equipment in order to make sure that the staff is aware how to it correctly - the training session took place on 5th november. In summary, the device was being used at the time of the event, it did not failed to operate as intended, however the user was not aware how to operate it correctly. The nurse who was pinned against the wall, was off of work for greater than 3 days. Unfortunately, we were not able to obtain more detail information about the outcome of the event. Therefore it was decided to report the event is reported in an abundance of caution and to be transparent with our approach. Given the circumstances and the number of similar events, this incident appears to be an isolated one. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially, it has been claimed that a nurse was pinned against a wall by a bed. The injured nurse was helping in transport of the patient on a barimaxxii power drive bed and at the time of event she was at the foot end of the bed - position between wall and device. The second facility staff member was at the head end of the device and was operating the power drive controls. The bed moved forward and trapped the nurse - the member of the staff operating the bed was unable to stop the device movement or move it back to release the nurse. The exact outcome of the event is unknown, however we have been informed that the nurse was on a medical leave after the event for at least 3 days.